Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer encountered high blood glucose. The customer's blood glucose was 411mg/dl, treated with manual injection. Customer's current blood glucose was 69mg/dl. Customer topped using pump a week or two ago after seizure/hospitalization. The paramedics transported customer to the hospital. The customer was wearing insulin pump at the time of hospitalization. The customer declined troubleshooting.